Event description:
It was reported that during support for a case, there were accuracy issues with both rotational adapters. The procedure was completed successfully with no surgical delay or adverse consequences.